Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller fan. The device was evaluated upon receipt. Chiller fan made a slight rattling noise during warm up but then quieted down after warming up. Preventatively replace the chiller assembly due to the observed fan noise and the report of the fan stopping. Replacement of the chiller assembly corrected the reported noise problem reported. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had the chiller fan of arctic sun device which was very weak and stopped two times. The chiller fan did not work, and the water temperature did not decrease during equipment maintenance, the back side of the unit was getting hot. Per sample evaluation results on 18apr2024. It was reported that the arctic sun device was visually inspected and in evaluation findings it was observed that the chiller fan made a slight rattling noise during warm up but then quieted down after warming up.